Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was placed into the patient's left subclavian using the seldinger technique without incident. Two days after insertion, a nurse at the care unit found that the catheter was leaking proximal near the skin (insertion site). Tpn (total parenteral nutrition) was leaking out of the catheter. The patient had some minor subcutaneus edema. The patient was sent back to the operating room where the catheter was removed and a new one placed in the patient's right subclavian.